Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on october 25, 2017, it was reported that the device did not hold pressure. The customer did not return an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated a.t.s. 3000 tourniquet serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was october 13, 2011 where it was reported that the device required repair and calibration and the central processing unit (cpu) board, battery, display assembly, knobs and mounting feet were replaced. This is not a related issue. Initial qa inspection of the a.t.s. 3000 tourniquet was not performed as the device has not been returned for evaluation. The service technician advised over the phone that the unit is over 10 years old and would be considered an aged repair. They offered to connect the customer to sales but they declined. Repair of the a.t.s. 3000 tourniquet was not performed by zimmer biomet surgical as the device has not been returned for repair. The reported event was non-verifiable as the device has not been returned for evaluation. The service technician advised over the phone that the unit is over 10 years old and would be considered an aged repair. They offered to connect the customer to sales but they declined. The reported event was non-verifiable as the device has not been returned for evaluation. The service technician advised over the phone that the unit is over 10 years old and would be considered an aged repair. They offered to connect the customer to sales but they declined. The root cause of the reported event could not be specifically determined with the information that was provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device did not hold pressure. No adverse events were reported as a result of this malfunction.